Event description:
It was reported that the user adopted an almost zero carbohydrate diet, continued announcing meals, experienced post-meal low glucose events, and was advised to perform an ilet factory reset while keeping the same sensor and re-pairing it. Symptoms included dizziness, sweating, and shakiness consistent with hypoglycemia. Outcomes included correction with oral glucose without outside assistance or medical intervention. Investigation included troubleshooting and education, including guidance to complete a factory reset and re-pair the sensor and to review meal announcement practices with a very low carbohydrate diet. Investigation of this case revealed hypoglycemia with cause unclear, with no device malfunction identified and dietary change and meal announcements likely contributing to insulin dosing relative to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.